Event description:
The customer reported a pre-test of the 5.5pdc tracheostomy tube was performed and after a week of use the tube was leaking air. The patient was re-cannulated. No patient harm was reported.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made without the device.